Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The inspiratory proportional valve was replaced, and the unit was returned to service.

Event description:
The hospital reported that, at the start of a case the ventilator alarmed when it was turned on. The anesthesia machine was swapped out and the case continued. There was no reported patient injury.